Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a theatre nurse was setting the instruments up/putting together the interlocking screwdrivers for a nailing case, on closer inspection she noticed they appeared to be damaged and would not connect together. She ran into difficulty assembling them, so they carried out the procedure using the standard screwdrivers in their consigned set. She handed them off out of the sterile field and carried on with her set up. It was then later reported the exact date of incident is unknown. On discussion with the ortho registrars, surgeons, sterile services department and ortho charge nurse, nobody knew when or how the instruments were damaged, only that they could no longer be put together. It happened during surgery. This had no impact to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: the returned parts were investigated. The inter-lock screwdriver can be used with any synthes bone screw that has a stardrive t25 or 3.5 mm hexagonal recess. This type of screwdriver is designed so that it comes in 3 separate pieces i.e. The handle, the shaft / slider and a nut. ( this is to clarify what was reported ¿the screwdriver is broken in 3 pieces.¿). The slider hooks under nut to engage with shaft, so we believe this is where you experienced difficulty assembling so we recommend referencing technique guide (B)(4) where full details are provided, as we were able to perform this function when tested. However when we examined the tips of the returned articles, they were very badly damaged and distorted. This type of damage is an indication of mechanical overloading during tightening of the screw or excessive torsional force or else the tip may not have been completely inserted into the screw recess and therefore the force may not have been applied evenly across the tip. We conducted a full review of the manufacturing documentation for these articles and they were manufactured and released meeting all specifications in april 2013( lot: 8831093) and march 2014 ( lot: 8671706). No manufacturing fault could be found with the returned articles. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product specialist verified the code as 03.010.473. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two devices broke, each into three parts. Only two devices were involved and created a total of 6 broken parts.